Event description:
The customer has had 4 incidents in the past two wks wher ethe pca tubing set wwas leaking at the hub that corrects to the needle. Leaking occurred during priming of the set with saline. No pt involvement has been reported at this time. Samples are available for evaluation. Customer could not provide specific date of occurrences.